Manufacturer narrative:
Implant regio 46 fractured. Construction was a crown placed on the implant. Bone loss caused by patient related periimplantitis is documented. Fracture was caused by mechanical overloading of the implant after 15 years in situ.

Event description:
Implant fracture.

Event description:
Implant fracture.